Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned device identified damage related to use and no visible fracture was noted. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional device fractured during a tka. There was no report of patient impact or consequence. Attempts have been made and no further information has been provided.